Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient was scheduled for a lead revision to address an exit block. The lead was explanted and replaced. The patient condition was stable post procedure.